Event description:
It was reported that the patient underwent a revision surgery at l5 and s to replace a migrated cage. Intraoperatively it was noticed that the screw was loose. The s screw was replaced. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Manufacture date for part # 54740007540, lot h10l3492 is 4 feb 2011; exp. 4 feb 2019; manufacture date for part # 54740007540, lot h10m0587 is 20 jan 2011; exp. 20 jan 2019; manufacture date for part # 54740007540, lot h11a5715 is 28 feb 2011; exp. 28 feb 2019.